Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was around 600 mg/dl with high/large ketones. The elevated bg was addressed by a correction bolus via the pump and a correction injection by manual insulin therapy.